Manufacturer narrative:
It was reported that when they tried to deploy it, the sheath would not come back when pulled because of kinking. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Resistance can be felt due to pressure generated by patient's lesion during deployment. Outer sheath can be stretched and detached so it can cause deployment failure if deployment was tried by force in this situation. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is impossible to identify the exact cause because the device was not returned. However, based on the description which was written that "when they tried to deploy it, the sheath would not come back when pulled because of kinking.", it is considered that delivery system was curved and kinked due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to kinked sheath, in which was concentrated the force, and the strong resistance occurred, resulted in deployment failure. This complaint is assumed that it was malfunction due to pressed by patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
Stent introducer was kinked because the anatomy was very difficult and tortuous. When they tried to deploy it, the sheath would not come back when pulled because of kinking.